Event description:
It was reported that a carelink report for this device shows the serial number as all zeros. It was further reported that the patient was seen on (B)(6) 2010 and there was no problem with the device and reprogramming was not necessary. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.